Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that on (B)(6) 2010, a nurse reported that she had 5 no flow events on 5 different sets of the clearlink continu-flo solution set. All from the same lot number. The events were all similar. The nurse attempted to access the top y-site with an unknown secondary medication set and the solution would not flow from the primary line into the secondary line to prime it. The nurse then attempted to disconnect the secondary set and reconnect to achieve flow and this was unsuccessful. The nurse also attempted to open the y-sites with a saline syringe and flow still could not be achieved. There was no patient impact since this occurred during priming. No additional information is available. This is report 2 of 5 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The condition occurred during priming, there was no patient involvement. The customer returned one used sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The used sample arrived spiked into a full (B)(4) solution bag and primed. A full medefil 10ml syringe was attached to the first y site. The sample failed initial flow test when the syringe plunger was manually depressed. After re-insertion of the syringe luers into the y site glands flow was obtained. The remaining two y sites on each sample were also checked for flow using the returned syringe, with normal flow noted. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.